Event description:
It was reported the patient underwent continuous infusion method trial for pain pump therapy about 6 weeks to a month ago which was unsuccessful. Since having the trial her pain has gotten worse and she is in "excruciating pain". Per the patient the hcp said he could have hit a blood vessel but the patient felt that is not the type of pain they were feeling. The patient¿s pain was a stabbing pain and feels like something was in the patient¿s back stabbing them over and over. The patient spent 2 weeks in the hospital after trial and then another 4 weeks in rehab, and she is still having horrible pain and "I just lay in a lounge chair all day long". The hcp told her that he didn't inject the intrathecal space during her trial, and he could do this now. The patient stated they asked the hcp if this could result in more pain and he said "yes", so patient was hesitant to try this. The patient did not want to continue working with hcp and was seeking a new hcp. The patient did not know dose and concentration and wasn¿t even sure if morphine was used as the hcp told her he didn't inject the intrathecal space.. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).